Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation. The cartridge tip was observed deformed. Stress marks in both sides of the cartridge tube and tip were observed. Cartridge cracked was not verified in the returned unit. However, stuck in cartridge and cartridge tip damaged were confirmed in the returned sample. Manufacturing records were reviewed and the cartridge was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. Manufacturing controls were reviewed and products are inspected during the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks is allowed. The operators also check the tip for any melting, roughness, dent, bent tip or smash condition. They rejected the cartridge if any of these conditions are present. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge. During the manufacturing record review of the production order for this lot number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion an intraocular lens (iol) got stuck in the cartridge and the barb was broken on the cartridge. No patient involvement reported.